Event description:
It was reported the filter stuck midway in the sheath, while using a left femoral approach, and could not be deployed. The dr cut the sheath to remove if from the pt and deployed another manufacturer's filter to complete the case. There was no pt injury reported.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. The returned delivery system consisted of the y-body, storage tube and introducer sheath all attached together, with the pusher wire inserted. The distal portion of the introducer sheath was cut off and not returned. The snf filter can be seen lodged inside the introducer sheath at the distal end. No dilator was returned with the delivery system. The introducer sheath exhibited the markings of a cup impression on the inside wall approx 30cm from the proximal end. The filter that was lodged inside the introducer sheath was stopped just distal of the cup impression. The filter was easily removed from the introducer sheath using an in-house mandrel. The filter was intact with 6 legs/hooks. Heat was applied to the filter and the filter took shape with no problems. Filter measurement were within specification. The storage tube and the y-body appeared clean and intact. The touhy nut was loose. The returned pusher wire appeared clean and intact and all measurements were within specification. Upon inspection of the returned introducer sheath, the sheath appeared slightly bent at approx 30cm from the proximal end. The sheath was measured and found to be within specification with the exception of length, which did not meet specification as the distal portion of the introducer sheath had been cut off and not returned. No measurement for band locations and sheath tip ID could be obtained. The result of the investigation was confirmed for failure to deploy, root cause unk. It is unk if procedural issues contributed to this event. The current IFU (instructions for use) states the following: advance the filter by moving the nitinol pusher wire forward through the introducer catheter, advancing the filter with each forward motion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place.